Event description:
Pt reports two weeks after mesh placement, he went back to the hosp for severe bladder infection and sepsis. Pt was released three days after from the hosp, but the sepsis never went away after antibiotics. Pt was back at the hosp on (B)(6) 2015, due to sepsis. Pt reports keep having pain, infection and burning, which took him back to the ER. Pt was told by his neurologist he would be on permanent disability for two-fold surgical and neurological. Pt was also told by surgical staff that because of the mesh he has implanted, it would be next to impossible attempting to remove because it could kill him, he could end up in a wheel chair, lose both legs or lose both testicles. Pt reports still having problems with the mesh to date. Pt has been to the ER many times because of chronic pain, urinating blood, and urinary retention. Pt reports having many procedures; CT scan, MRI, 7 surgical right inguinal nerve blocks, ultrasound assisted and is on many medications.